Event description:
It was reported that the sensor had a cannula that retracted. The blood glucose reading was 119 mg/dl. The customer stated that the insulin pump was not communicating with the transmitter. Upon troubleshooting, the customer was advised that the transmitter was working as designed and that the sensor may have malfunctioned. The customer stated that upon removing the sensor, she saw the sensor cannula; she advised that the needle was hard to remove and that she may have pulled the cannula out on both sensors. Advised return of the sensors for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Sensors retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Missing two needles.